Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump was received with a black shadow on the display due to a warped and uneven component on the display board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a display anomaly. The customer stated that the insulin pump showed the blood glucose value on the carbohydrate input screen, rather than the blood glucose screen during the easy bolus. The blood glucose reading was 172 mg/dl. He stated that when he went to use the easy bolus and pressed b, the screen showed 236 mg/dl on the carbohydrate screen. He noted that he pressed esc, and the insulin pump did it again. On the third try, the insulin pump worked as designed. Advised replacement of the insulin pump. Nothing further reported.